Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open emergency lower uterine segment caesarean section procedure, the suture thread broke. The device was replaced with another suture to complete the case. There was no patient injury.